Manufacturer narrative:
A getinge field service engineer (fse) onsite checking machine with existing ECG cable and performed ECG simulation test. Result ok. Performed machine functional check and safety check ok. Parent complaint record # (B)(4).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) was showing ECG reading error. No patient harm or injury reported.